Event description:
It was reported that the customer received an incomplete bolus alert as they had not completed a bolus request. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A manual insulin injection was administered to address bg. Tandem technical support educated the customer on the meaning of an incomplete bolus alert.